Event description:
It was reported that non sustained right ventricular oversensing due to post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Since no new episodes had been observed since (B)(6) 2022, the physician decided to monitor the ICD. The patient was stable.